Event description:
This lead was implanted on (B)(6) 2001 and was capped on (B)(6) 2012 due to high thresholds and rising impedance on dependent patient. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).